Manufacturer narrative:
Analysis confirmed the stated reason for return of "touch screen faulty and broken handle", there was a deviation between the stylus and the cursor on the screen and a stylus calibration did not solve the issue. A new stylus improved the situation a little bit however a small deviation remained. It was additionally noted that although the stylus was working the cable was damaged, it had a deep cut and the overall shielding was visible, that one foot of the lower case was worn and that software errors were found in the update history. The touch screen, stylus and lower case were replaced, the handle was updated and the touch screen was calibrated, software was installed and the device cleaned. It passed its electrical safety test and all final functional and systems tests.

Event description:
It was reported that the programmer's touch screen was faulty and that its handle was broken. The programmer has not been returned for service. There were no patient complications reported as a result of this event. It was further reported that the product had been returned to service.